Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-00694. A manufacturing record evaluation was performed for the finished device batch number qdmazr, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2021 and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.